Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that during an interventional surgical procedure of the anterior cruciate ligament (acl) the small battery drive device heated up when is use with a battery device and an attachment device. It was reported that there was a five to ten minute delay in the event. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.